Event description:
Patient with preprocedure diagnosis of some calcification in the aortic neck that the physician had judged as insignificant, had aaa repair in 2007. The procedure went as labeled, but the calcification at the aortic neck inhibited complete sealing. Deployment of another manufacturer's stent and ballooning materially reduced the leak. Considering that the normalization of the act would resolve the leak, they ended the procedure.

Manufacturer narrative:
Evaluation: still under investigation.